Manufacturer narrative:
Suspect device was returned and evaluated. Product appeared to be in good physical condition with all functions working properly. Used in-house ts and cs to perform a series of tests and all results fell in range. No failures detected.

Event description:
Pdc received a call on (B)(6) 2012 reporting a medical intervention occurrence. Caller had concerns over meter's readings, claiming it was too low. He stated the following: that the initial reading was done in the morning and read 223mg/dl; a second test was performed at noon and it came back as 145mg/dl; 45 minutes later the second test, the meter gave a reading of 24mg/dl. The caller said the pt was shaking and couldn't speak. It was reported that the pt was taken to the hospital and remained hospitalized for 4 days. Pdc sent a replacement w/prepaid envelope for return of suspect product(s) for eval.